Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm. The date of the event is approximation. The reaction occurred an unspecified number of days after sensor placement and included the development of pimples, an infection, and a nickel-sized boil with pus beneath the sensor patch. The patient had used alcohol to prep the skin prior to insertion and to cleanse the reaction site. On (B)(6) 2025, technical support contacted the patient to gather additional details. It was confirmed that on (B)(6) 2025, at 2:00 pm, the patient consulted a physician who prescribed oral and topical treatments. The prescribed medications included: oral antibiotic: doxycycline monohydrate 100 mg capsule, taken twice daily (before breakfast and dinner). Topical treatment: mupirocin 2% ointment. At the time of the follow-up report, the infection had resolved following treatment, and the patient was reported to be in good condition. At the time of the report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.